Event description:
Per the clinic, the device was explanted on (B)(6) 2025; due to an infection (site of infection not reported). There are no plans to re-implant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient developed wound dehiscence (date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.